Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received two percutaneous leads (from the same lot) as part of her scs system. It was reported the pt felt ineffective stimulation coverage. Reprogramming efforts were unable to resolve the issue. The physician repositioned the leads on (B)(6) 2012 and the pt reported effective stimulation coverage postoperative.